Event description:
It was reported that this was a closure of an unknown using the pre-close technique via an 8fr sheath hole prior to an interventional thoracic aortic aneurysm repair procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed and the interventional thoracic aortic aneurysm repair procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss was observed as posterior needle to cuff miss and anterior needle to cuff disengagement. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.